Event description:
It has been reported that the comb is damaged at both ends, the ratchet was not working properly, and the blue rubber bracket where the blade is stored was cracked and pieces have been found in the cutter blade. The damage to the comb was noted by nursing staff when the tray was opened. The event occurred before surgery during decontamination/sterile processing. There was no harm and no delay. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Product review of the skin graft mesher by zimmer biomet australia on november 4, 2019 revealed that the comb was damaged on both ends. The handle was jamming as it was not lubricated. The calibration and sample mesh could not be taken due to the damaged comb. The 1.5:1 ratio cutter, serial number 1506096, produced an incomplete mesh and was deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet australia on november 4, 2019 which included replacement of the comb. Skin graft mesher, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. While the returned product investigation confirmed that the skin graft mesher had a damaged comb and was lacking lubrication on the ratchet, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The root cause of the cracked bracket cannot be specifically determined with the provided information because failure was not able to be reproduced during evaluation. The device was noted to be functioning as intended after lubricating the ratchet and replacing the comb. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Foreign: (B)(6). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It has been reported that the combs were damaged at both ends, the ratchet was not working properly, and the blue rubber bracket where the blade is stored was cracked and pieces have been found in the cutter blade. No harm, no delay.